Event description:
On 9/5/96 when attempting to deflate a foley cath balloon 1/2 hour after placement, the balloon would not deflate. No pt injury was reported and reporter stated sample was left on desk with no info other than balloon will not deflate. File upgraded to MDR upon receipt of sample with piece of the balloon missing and unaccounted for. Reporter notified 10/22/96.